Event description:
It was reported that the patient presented to the ER after receiving several inappropriate therapies. Oversensing and double counting were observed in the egm. It was noted that the lead had pulled back. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.